Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference or/and strip connector issue.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90mg/dl to 123 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer's meter also does not turn on with the function button or when test strip is inserted. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/14/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed from manual logbook for previous test result history (since the meter won't turn on): (B)(6). Adverse event not reported.